Event description:
(B)(4). Severe rash and hives from the time I got this device. Suffering from migraine headaches, thyroid issues, weight gain, joint pain, abdominal pain/piercing pain, and extreme hair loss.